Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The customers biomed department inspected the device and could not duplicate the reported issue. The biomed performed testing and all tests passed.

Event description:
It was reported that the ventilator had an oxygen flow out of range error code. No patient involvement.